Manufacturer narrative:
Product ID 37752, serial# (B)(4), product type recharger product ID 37744, serial# (B)(4), product type programmer, patient product ID 37754, serial# (B)(4), product type recharger product ID 3708140, serial# (B)(4), implanted: 2012-(B)(6), product type extension product ID 3708260, serial# (B)(4), implanted: 2012-(B)(6), product type extension product ID 3998, lot# v821942, implanted: 2012-(B)(6), (B)(4).

Event description:
It was reported that the patient went to sync with the patient programmer, an error code displayed, and the device shut off. The event happened following a recharging session while napping. The patient was unable to adjust stimulation. There was a call your doctor icon displayed. It was noted the upper left hand corner had an "I" in it. A power on reset (por) condition was noted and the patient successfully cleared the por. Additional information requested but had not been receivedas of the date of this report.